Manufacturer narrative:
The customer called the company service rep to assist with troubleshooting. The company service rep advised the customer to pack the system and send it back for repair. Additional information received stated that the system is still awaiting repair and will be repaired as soon as parts become available. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported that multiple system messages displayed during a photocoagulation procedure. The unit was exchanged and the case was able to be completed following a delay of 25 minutes. There was no harm to the pt.